Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Event description:
It was reported that during an open colectomy procedure, the surgeon fired the device across the right colon, and saw only a few unformed staples. The stapler line was open, meaning the tissue was not approximated. He was working on the colon that was distended due to a distal obstruction. He resected some additional colon, performed another anastamosis. He reloaded the device and fired again, and this time it appeared that the proximal and distal ends of the staple line were not formed, with only the middle of the staple line intact. He over sewed the ends to complete the closure of the otomy. There was no change in the procedure, and there was no patient consequence. One device was discarded.